Event description:
The customer reported that the insulin pump alarmed button error and the alarm could not be cleared. The caller stated that he had pressed the up button while attempting do a manual prime and it seemed that the device locked up. The blood glucose reading was 119 mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Failure analysis revealed that no button error alarm. However, the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. No moisture damage on the electronic assembly noted.